Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, the patient was hypotensive. It was discovered that the patient had experienced a pericardial effusion which resulted in a tamponade. The patient was transferred to another hospital where pericardiocentesis was performed. The patient was discharged.